Event description:
A customer reported a complaint of imprecise seqential readings on their adc blood glucose meter. The customer's father, who is not a diabetic, obtained readings of 24.6mmol/l, 8.6mmol/l and 6.2mmol/l within a ten minute timeframe. When plotting each of the readings against the average on a parkes error grid, the results fall in the 'b' and 'c' zones. The 'c' zone result shows the difference to be clinically significant.

Manufacturer narrative:
The customer's meter and test strips have been requested for investigation. A follow up report will be submitted if the products are received.